Event description:
It was reported that a wound drain was placed in the pt following a left total knee replacement. The surgeon attempted to pull the drain out and it broke off. The tip of drain was retained in the knee; the pt was taken to surgery, the sutures within the subcutaneous tissues were removed, and the drain fragment was surgically removed without resistance and discarded.

Manufacturer narrative:
The device has yet to be received by the MFR. A follow up report will be filed once the product eval has been completed.